Event description:
Customer reports during preparation for a procedure, the powerhead detached from the pedestal mount. The support arm broke near the powerhead. Technologist caught the powerhead, it did not fall to the floor. No reported injury.

Manufacturer narrative:
Pending investigation. Upon completion of the investigation, a 3500a medwatch supplemental report form will be completed and sent to the FDA.